Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon competition of investigation. (B)(4).

Event description:
It was reported during a follow-up in (B)(6) 2019, the device was showing 8 years of battery left. During the most recent follow-up in the beginning of (B)(6), the battery indicator showed 1.5 years remaining, and two weeks later, the battery longevity decreased down to 1 year remaining. Therefore, the device was replaced, and will be returning for analysis.

Event description:
It was reported that during a recent follow-up, premature battery depletion was suspected. The device had previously showed 8 years of battery longevity remaining; however, the longevity decreased to show only 1.5 years remaining. Additionally, within a couple of weeks, the battery longevity decreased further to show 1 year remaining. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed premature battery depletion. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.